Event description:
Qs notified by fmc dsd of this pt event. Product number is 03-2423-6. The reported event was a venous bloodline disconnect from a tesio permcath. Apparently one hour into hemodialysis treatment the pt connector was found disconnected from the pt's access, a central line catheter. Blood loss reported as 300cc. The low level venous pressure alarm sounded at the time of the disconnection. When found, the treatment was immediately stopped, the bloodlines clamped and pt was placed in trendelenburg position. There was no evidence of air in the venous limb of the catheter. The pt had stable bp and complaint of dizziness. Pt sent to ER for observation and later discharged to home without admission. There were no adverse effects observed in the ER. Medwatch filed on bloodloss and admission to the ER.